Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 224 mg/dl and 400's mg/dl. Manual injections were administered and correction boluses were delivered to address the bg levels. Supply changes were performed to address the occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. The customer alleged there was an underlying pump issue causing the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.